Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.

Event description:
The user is questioning the functionality of the device during deployment, stating the device was unable to analyze. The patient outcome is unknown.